Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged several weeks post implant and then a second time approximately a month later. The second dislodgement resulted in the patient experiencing pacemaker syndrome with atrial loss of capture. It was noted that in both instances, the patient was not adhering to the activity restrictions provided by their healthcare provider. Both times the lead was repositioned. At the second lead re-positioning procedure, the physician added an anchor sleeve for extra support/defense. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.